Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered a significant amount of dust on the power supply. The cse cleared the dust from the power supply housing, air filter, and inside the card cage. The power supply was then re-installed and the system's power was cycled. Quality controls were run, resulting within range. The cse noted that the laboratory was very dusty. The system is ul certified. The cause of smoke being emitted from the instrument is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur instrument reported burning smell and smoke being emitted from the instrument. The operator powered off the instrument. There was no visible fire. There were no reports of adverse health consequences due to the smoke emitted from the instrument.